Event description:
(B) (4)

Event description:
It was reported the lead was capped and replaced due to an rv impedance on (B) (6) 2009 of 10,384 and svc impedance of 504 ohms. A fracture was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The defib and svc impedance measurements were in the 45 - 50 and 60 - 70 ohm range until the week ending (B) (6) 2009 when the max value began to fluctuate. The max value remained elevated with each measurement having values of infinite during the last seven week of the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. As the actual device was not received for evaluation, the conclusion code has been updated. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The defib and svc impedance measurements were in the 45 - 50 and 60 - 70 ohm range until the week ending (B) (6) 2009 when the max value began to flucuate. The max value remained elevated with each measurement having values of infinite during the last seven week of the record.